Event description:
It was reported that this pacemaker appears to be depleting prematurely based on previous longevity checks. Device data was analyzed and confirmed the device power consumption has increased. A boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported. Additional information: surgical intervention was performed to explant and replace device. Explanting facility discarded the product, therefore no product investigation will be completed. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was depleting prematurely based on previous longevity checks. A copy device data was analyzed and confirmed the device power consumption has increased. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted but discarded.

Event description:
It was reported that this pacemaker appears to be depleting prematurely based on previous longevity checks. Device data was analyzed and confirmed the device power consumption has increased. A boston scientific technical services (ts) consultant recommended device replacement. Device remains in service. No adverse patient effects were reported.